Event description:
It was reported to philips that the external power indicator was turning off when the device was plugged in. There was no reported patient involvement and no adverse event to a patient or user reported.